Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.